Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. Service was able to reproduce the reported problem of "xdcr fault". Bench testing revealed a faulty analog board. The analog board was replaced and the issue was resolved. Ventilator passed 15 hours extended tests at run-in settings with no unusual alarms or conditions occurring. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1150 alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.